Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an unspecified procedure, the flexima catheter suture remained in the patient following removal.the technician reported that when removing the flexima adpl catheter, the suture is left behind in the patient's tissue. The suture is successfully removed in this case. There were no reported patient injuries as a result of this event.